Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 15 minutes; cause was unknown. Tandem technical support helped customer correct the time and successfully resume insulin delivery. Customer's blood glucose was 85mg/dl.